Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to evaluate the medtronic imaging system, resulting in his replacing electrical components. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the surgical team heard a loud bang while using the medtronic imaging system and then the pendant displayed the error message "does not contain enough images for navigation". The surgical team tried rebooting the system but it did not resolve the issue. They chose to proceed with the case using a different imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.